Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the device history record found the lot involved was manufactured according to the appropriate operating procedures and no non-conformances were noted. The reported failure mode cannot be attributed to the internal manufacturing process. Without an evaluation of the device involved a root cause determination could not be made. The customer provided information regarding the patient's death. The coroner could confirm that the patient death was not related to the crrt treatment, but from complication from a perforated ulcer.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be filed.

Event description:
The patient was commenced on rrt on (B)(6) 2018 around 01:00. At this point the patient was still self-ventilating and on inotropic support to maintain blood pressure but fairly restless in the bed according to the staff. At around 03:50 the patient made the staff aware that "something felt wet in the bed" and the nurse found that the return line was disconnected from the right internal jugular vascular catheter and he re-attached the line. The nurse then noted that the patient was less responsive and put out the cardiac arrest call. The medical staff found that the patient did not have a carotid pulse and declared cardiac arrest following the pea arrest protocol along with intubating the patient. After many pea cycles, asystole occurred and at this point a joint decision was made by the medial staff to stop resuscitation efforts.